Event description:
It was reported that patient had received two high voltage shocks. The first shock was delivered appropriately for ventricular fibrillation. The patient's rhythm slowed down from ventricular fibrillation to sinus tachycardia. However, the rate of the sinus tachycardia was binned into the vt-1 zone resulting in a second delivery of an inappropriate shock. The device was functioning as programmed. The physician reprogrammed the ventricular rate cutoff for the vt-1 zone. Patient was stable with no complications.